Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server multiple pyxis stations were displayed a download delayed error message. The customer stated that the issue began approximately three hours ago. The customer had not yet confirmed with hit regarding any potential network issues or outages, as other computers on the network appeared to be functioned normally. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.